Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-jul-2025, the user reported that on (B)(6) 2025, after eating and issuing a usual dinner announcement (bolus), they began to feel ill and experienced vomiting. The ilet displayed a blood glucose (bg) reading of 70 mg/dl. The user drove to the emergency room, where bg was found to be over 400mg/dl, and they were diagnosed with diabetic ketoacidosis (dka). The user was treated with intravenous insulin and discharged two days later. The user believed the event may have been related to inaccurate continuous glucose monitor (cgm) readings. No long-term health effects were reported. The user reconnected to the ilet after discharge.